Event description:
Pt having an I and d of an abscess of right knee. Pulse-a-vac wound debridement system became extremely hot, started to smoke and melt plastic. Staff removed battery operated pump from the operating room.